Event description:
The customer reported an issue with a multifocal intraocular lens (iol), which had been implanted in a patient's right eye. The patient experienced difficulties with medium to far distance vision and discomfort while driving at night, leading to explantation of the lens. Near vision can be difficult and patient is not driving at night as he feels uncomfortable. The issue was noticed during post-operative examination. The lens was replaced with the same lens model, but lower diopter (22.5). Pre-operative best corrected visual acuity was documented as 20/20-1, and post-operative visual acuity remained at 20/20. There were no unplanned surgical interventions such as vitrectomy, incision enlargement or sutures required and no delay in procedure reported. The customer confirmed compliance with the directions for use. The patient has not pursued additional medical attention beyond standard care. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 28, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into four pieces and coated in viscoelastic residue. The lens pieces were cleaned and no issues that could cause or contribute to the complaint issue was identified. No further evaluation was performed. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.